Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lv lead was to be turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lv lead was exhibiting high undefined pacing impedance and possible high pacing thresholds. The rv lead had exhibited a polarity switch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the rv lead was exhibiting high pacing thresholds and the lv lead was confirmed to have been programmed off.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited a noticeable increase in pacing impedance and thresholds. The patient was brought into the clinic since lead warnings had been triggered but the leads tested nominally. No action was taken and the leads will be monitored. No patient complications have been reported as a result of this event.